Event description:
The facility reported a colleague infusion pump with a malfunction where the device "will not turn on". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the emergency room. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the device "will not turn on" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to the manual tube release knob being left in the open position. The manual tube release knob was reset to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.